Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing. As a resolution the ICD was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Final analysis was normal with no anomalies found.